Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently received two bursts of anti-tachycardia pacing (atp). Upon review, the physician suspected that the rhythm was supraventricular in origin. Boston scientific technical services (ts) was contacted and provided programming options, should the physician prefer similar rhythms to not be treated via atp. It was noted that the patient is already on a high amount of arrhythmia medication, so the physician elected to continue with remote monitoring. Recently, this patient has had several episodes labelled as ventricular tachycardia (vt) and one episode resulted in shock therapy. The healthcare professional reviewed the episode and determined that the atp delivery during the episode accelerated the arrhythmia, resulting in the shock delivery. Ts was contacted and it was discussed that the initial vt did not match the stored template, which caused the six bursts of atp delivery. This caused the rhythm to accelerate into the ventricular fibrillation (vf) zone. A 41 joule shock was appropriately delivered to terminate the vf. Ts provided potential reprogramming options to prevent reoccurrence. At this time, the ICD remains implanted and in-service. No additional adverse patient effects were reported.